Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer complaint that the epg knobs were broken. However, analysis determined that all four encoders were loose in the upper case, the upper case was broken around all four encoders and bosses, the ventricular and atrial output connector is broken, all four encoder assemblies were rusted, all four control knobs were rusted, the lower case was broken, all four encoder nuts were contaminated, and two case screws are damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had "broken knobs." The current status of the epg is unknown. There was no patient involvement.